Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hypoglycemia at a time when the aviva gave results of 71 mg/dl and 91 mg/dl within one minute. She contacted her assistant living assistants and they brought her juice and a sugar tablet. Customer states that based on symptoms she would not have been able to self-treat. No delay in treatment, no adverse event alleged. Returning and replacing meter and strips.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.